Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read high, a specific value was not provided. The customer had a high level of ketones, which were not identified as dangerous. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies to resolve the issue and resumed insulin therapy. Reportedly, the customer was using flex pens to fill the cartridge with insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ h3 other text : device not returned.